Event description:
In (B)(6) switched ventilator expiratory filter to the fisher/paykel rt020 filter. Since converting have seen an increase in the amount of failures during the "pre-use test" on the servo-I ventilators. The test that fails is the "internal leakage test". When the test fails the ventilator displays "excessive leakage - check expiratory cassette". Multiple attempts repeating the test are unsuccessful. After removing the exhalation valve assembly from the failing cassettes, a crystal line like substance was noted on the valve housing and diaphragm of each. The diaphragm and valve housing were cleaned and the cassettes reassembled. Testing was repeated and all expiratory cassettes passed the "internal leakage test". Suspect the substance to be aerosolized medication that has passed through the filter and deposited/dried in the expiratory channel. Concerning is the possibility the expiratory cassette could be "leaking" during use causing altered delivered volume and/or inaccurate monitored parameters. Manufacturer has been notified.